Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). The biomed called requesting the part number for the front panel assy indicating during pre-use check the touchscreen display is unresponsive to touch commands, he has check cable to touchscreen and reseated but issue is not resolved. I provided part number, the customer will order and install he will call back in case he requires further support.

Manufacturer narrative:
The user facility did not submit a user facility report ot the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The carefusion technical support specialist in conjunction with the user facility service biomed identified a faulty front panel as the most likely cause in this alleged event. Carefusion technical support specialist provided the user facility with the front panel assembly par number so that they may purchase a replacement. The customer will call carefusion if further support is needed.